Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a baxter (B)(4) to report a colleague infusion pump with "a screen fault"; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "a screen fault" was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Baxter will continue to monitor similar reports to determine if further actions are required.